Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:654:00. This event occurred upon power up but it was not reported in which care area this event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:00 was not confirmed or reproduced by baxter service personnel; however, quality engineering has reviewed the service evaluation and determined that failure code 550:320:654:0000, found at power-on and in the event history, confirms the customer's condition. The root cause of the condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.